Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set (primary line) had broken apart near the distal connection port during a medication infusion. The device had backflow of blood from the insertion site to the break in the line, causing a small amount of blood loss (estimated less than 10ml). The issue occurred within 5 minutes of transferring the patient from the bed to a stretcher. The primary line had been infusing normal saline at a low rate for 24 hours; an antibiotic was hung on the secondary line at a rate of 125 ml/hour. The line was removed and re-sited to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection was performed and a separation between the tubing and the third y-site clearlink in the upstream part was observed. It was also observed that there were tubing marks which indicated that there were a potential lack of solvent and a potential low insertion that could contribute to the separation issue. The reported condition was verified. The cause of the reported condition was an improper manual assembly due to a lack of solvent at the tubing, and a potential low insertion of the tubing related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.